Manufacturer narrative:
Updated data: b5. Third paragraph added corrected data: e1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve in a previously implanted non-medtronic surgical aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. The day after the procedure, the patient experienced a stroke, confirmed by neurological assessment, resulting in speech and swallowing deficits. Additionally, the stroke led to a prolonged hospitalization. The patient had calcified anatomy which was a contributing factor to the stroke. Per the physician, the procedure contributed to the stroke. Additional information was received that the stroke was ischemic. In result of the stroke, the patient experienced right sided neglect, right arm weakness and expressive aphasia. It was noted that the ischemia did not resolve. Additional information was received that per the physician, the cause of the stroke was cardioembolic.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID: d-evolutfx-2329 (lot: 0012524086); product type: 0195-heart valves; implant date n/a; explant date n/a. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve in a previously implanted non-medtronic surgical aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. The day after the procedure, the patient experienced a stroke, confirmed by neurological assessment, resulting in speech and swallowing deficits. Additionally, the stroke led to a prolonged hospitalization. The patient had calcified anatomy which was a contributing factor to the stroke. Per the physician, the procedure contributed to the stroke.

Event description:
Additional information was received that the stroke was ischemic. In result of the stroke, the patient experienced right sided neglect, right arm weakness and expressive aphasia. It was noted that the ischemia did not resolve.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.